Manufacturer narrative:
Device received with blank display, problem isolated to electrical boards. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify charge or battery lasts less than expected, low battery, unexpected battery power loss alarms due to blank display.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm without low battery alarm. Customer stated that insulin pump had low battery life. Customer stated that they received low battery alert prior to the replace battery alert. Customer stated that battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.